Event description:
It was reported that during a stone retrieval procedure with a gemini basket, the mucosa tore and came out with the basket and stone. The basket is not being blamed for this incident-the hosp risk manager reported that the gemini basket worked well; they believed the stone was too large to be taken out with the basket. The device was received and evaluated by this MFR. The engineering eval revealed the luer is detached from the handle, however the sheath assembly still covers the wire assembly. There is no residue. The outer sheath is split from the distal tip-approx. 4mm in length. The basket does not appear to be damaged. After reassembly, the basket can be extended and retracted fully. Due to the slit in the sheath, the basket will exit the sheath to the side. It appears the device may have been exposed to forces greater than the design permits. Directions for use state: "the complications which may result from the use of a basket in a procedure include: entrapment of calculi too large to be removed...inability to disengage from irretrievable stone...to avoid impaction, use fluoroscopy or x-ray to determine the size of the stone. Do not use the basket if stone is too large to be removed endoscopically or held in the basket...if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force."